Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the patient/ lay user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch ultralink meter testing in the settings mode. The complaint was classified based on the technical service representative (tsr) documentation. The alleged issue began about 2 weeks prior to contacting lfs. She stated that she tests her blood 2x/day and manages her diabetes with novolin and novolog (self adjuster). Due to the alleged issue, the patient would estimate a dose and administer a decreased amount of insulin. The patient claims within a few days after the alleged issue started she felt sweaty, extremely thirsty, was urinating frequently and had blurred vision. In response to her symptoms, she immediately self treated with a 50u dose of novolog and within 10 minutes she felt better. She claimed on another day after the alleged issue started, she felt "dizzy" while at work, which she associated to a hypoglycemic event. In response to this symptom, she reportedly immediately drank a glass of milk and after 10 minutes also reported feeling better. The patient also informed the tsr that one week after the alleged issue started she went out to buy supplies for another meter she had, and ever since she has not had any more symptoms and has managed her diabetes successfully. At the time of troubleshooting, the tsr noted that the patient was using the incorrect testing procedure for testing her blood glucose. The tsr educated the patient on the correct procedure and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.